Manufacturer narrative:
Patient transferred to: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that device showed decreased in flow on the running system controller. A computed tomography angiography (cta) scan showed a reduction of the diameter of the outflow graft underneath the bend relief. The patient was transferred to another facility for further steps. The customer did not provide any further information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a reduction of the diameter of the outflow graft could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. The ventricular assist device (vad) coordinator reported a decrease in flow on the system controller. A computed tomography (CT) scan was performed which showed a reduced diameter of the outflow graft underneath the bend relief. The patient was transferred to deutsches herzzentrum berlin for further steps. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.